Manufacturer narrative:
The suspect device was not returned for evaluation. If the product happens to be returned at a later date, then this case may be reopened for a full investigation. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored.

Event description:
The account alleges that when deploying fasteners on the anterior aspect of the gastroesophageal valve, the esophyx device would fire when the physician would squeeze the blue trigger towards the handle. Upon releasing the blue trigger, it was noticed the trigger would not fully "release" back to its regular position. The physician had to manually push the trigger forward. This happened during the last six fires, resulting in just a partial plication due to the fasteners not being fully deployed. The surgeon that performed the hernia repair had to go back into the patient to fix this partial plication.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.